Event description:
The cane allegedly broke, causing the consumer to fall and break his arm and wrist.

Manufacturer narrative:
Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on injury